Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was oversensed, resulting in pacing inhibition for this pacemaker dependent patient. The noise could not be reproduced. The clinician reprogrammed sensitivity to least. There were no patient symptoms reported with this clinical observation.